Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed tinnitus and vertigo post-op. The patient was administered with steroids (duration not reported). The implanted device remains.